Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging "check code" issue with a one touch ultrasmart meter. The patient was unable to provide a date/time as to when the alleged issue began. However, as a result of the alleged issue, the patient claimed that she developed a symptom of frequent urination on (B)(6) 2010, in the afternoon. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what approximate date/time the alleged issue began, and what actions the patient took before and after the symptom developed. In addition, it would have been helpful to know if the patient was able to test her blood glucose on the reported device or any other device before and after the symptom developed. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.